Event description:
New information received notes that the patient was doing well post operation. The system was replaced.

Event description:
It was reported that the patient presented in the hospital with complaints related to infection. Vegetation was noted on the leads. The system was explanted.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).